Event description:
According to the reporter, during a laparoscopic procedure, there was a problem unloading the device and "the staple gun jammed in the shot" and the stapler was unable to fire. There was no injury caused to the patient and no medical intervention was required as a result of the device issue.